Manufacturer narrative:
This event has been identified a duplicate of a previously reported event. Please refer to MFR report number 2955842-2025-11388 for additional details.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, a wire was noticed out from the tip of the fenestrated bipolar forceps. There was no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Image associated with this reported event was reviewed by an isi failure analysis engineer. The instrument had a broken grip cable.